Event description:
It was reported the lead had high impedances over several days and the patient felt syncopal and dizzy. The lead was explanted and replaced. No further patient complications were reported as a result of this event and the patient reported she was doing well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead analyzed h3 other text: it was reported the lead had high impedances over several days and the patient felt syncopal and dizzy. The lead was explanted and replaced. No further patient complications were reported as a result of this event and the patient reported she was doing well. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high.